Manufacturer narrative:
On (B)(6) 2026 usgi medical received an email from a doctor in germany who states that a patient has developed ulcers, and he wishes to remove the g-cath ez suture anchors. Note that this doctor is not the original implanting physician and he has never used usgi medical's devices. The patient underwent a pose2.0 procedure in 2022. Usgi medical understands that the original procedure went well and no issues were observed until recently when the patient went to a different gi clinic and an endoscopy showed multiple ulcers. The patient's medical history was not shared with the manufacturer, so a conclusion can not be made at this time as to whether the ulcers were caused by the suture anchors or if there were other factors that contributed. Usgi medical was able to locate the original implanting physician. The physician reporting the ulcers agreed to transfer the patient to the care of the original implanting physician. If a decision is made to explant the suture anchors, they will be sent to usgi medical for evaluation.

Event description:
On (B)(6) 2026 usgi medical received an email from a doctor in germany who states that a patient has developed ulcers, and he wishes to remove the g-cath ez suture anchors. Note that this doctor is not the original implanting physician and he has never used usgi medical's devices. The patient underwent a pose2.0 procedure in 2022. Usgi medical understands that the initial procedure went well and no issues were observed until recently when the patient went to a different gi clinic and an endoscopy showed multiple ulcers.